Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of cutting wire broken.

Event description:
It was reported to boston scientific corporation that a truetome 44 was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure to treat stones performed on (B)(6) 2026. During the procedure, the cutting wire of the truetome 44 broke. It was reported that no part of the cutting wire detached and fell into the patient. Additionally, it was also reported that the exposed cutting wire did not fully exit the endoscope when the device was energized. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event and the patient condition at the conclusion of the procedure was reported to be stable. Note: the complainant reported that the exposed cutting wire did not fully exit the endoscope when the device was energized.; however, according to the instructions for use (IFU), warning: verify that the cutting wire has exited the endoscope by visualizing it on the endoscope monitor. Failure to do so may result in contact between the cutting wire and the endoscope while electrical current is applied. This may cause grounding, which can result in patient injury, operator injury, a broken cutting wire, and/or damage to the endoscope.